Manufacturer narrative:
A review of the log files indicates that the system was shut down in each instance of the user experiencing the system freeze; therefore, the reported event could be confirmed. However, a the event could not be duplicated and a root cause was therefore not identified.

Event description:
It was reported that during a surgical procedure conducted at the user facility the system froze 3 times. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the system froze 3 times. No adverse consequences or procedural delays were reported with this event.